Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the p-waves on the right atrial (ra) lead measured below the normal range consistently and the atrium couldn't get capture at maximum outputs. A chest x-ray revealed that the tip of the ra lead had migrated. The lead was capped and replaced. No patient complications have been reported as a result of this event.